Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after an electrical storm the transmitter would not power up. A hole was noted on the adapter and it appeared burned around the hole. The transmitter would be replaced.